Manufacturer narrative:
The device is available for eval but has not yet been received. Add'l info will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the micro oscillating saw was leaking an unk substance. No further info has been provided.